Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond when pressed. Further testing found during a review of the device history button ID invalid errors were noted. The probable cause was due to corrosion on the top and bottom edges of the touchscreen. This was due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported prior to pt use, the device touchscreen did not respond. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond. No additional info was provided.